Event description:
This report summarizes one malfunction event. A review of the event indicated that model rf048f filter experienced migration of the device, a malposition of device (tilt), and a detachment of device. The patient had a failed removal attempt prior to the filter being removed. This event was reported from a single source. The event involved a patient with no reported injury. The patient¿s age, weight, and sex were not provided.